Event description:
Event: the pt was implanted in 2001, with an ancure bifurcated graft. Eleven days later the pt came back to the hospital with limb occlusion. The physician performed a thrombectomy and placed a stent in the limb. The pt is doing fine.